Event description:
The clinic confirmed that no injury of the patient has occurred. Manufacturer reference (B)(4).

Manufacturer narrative:
The affected traction boot was returned to the manufacturing site for further investigation. The result of this investigation was that a manufacturing failure at our supplier is the root cause. To little fat was used during the tanning process. This caused cracks in the leather. The tanning process at the supplier was changed. More fat is used in the tanning process. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Manufacturer narrative:
At the time of this report the investigation is still ongoing. When the investigation is complete the report will be updated and a follow up medwatch will be submitted. The initial reporters phone number is: (B)(6).

Event description:
The following was reported to us. A leather strap of the traction boot ripped during surgery. That is why the patients foot slipped out of the traction boot and fell down. The user stated that a joint of the patient "snapped back". No injury of the patient was reported to us. Manufacturer reference#: (B)(4).